Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical jam resulting in inability removing the gripper line was confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical jam resulting in inability removing the gripper line in this incident could not be determined. The observed herniated (kinked) gripper lumens, torn clip introducer, coiled gripper line, bent frictional element, bent actuator mandrel and scratched actuator coupler were possibly related to excessive force/unintentional curves during the troubleshooting process; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the gripper line was unable to be removed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. However, during the clip deployment process, after completion of final arm angle (faa), when establishing gripper line removability, the gripper line did not move. Troubleshooting was performed and the gripper line still could not be removed. The clip was not implanted and the device was removed, a new cds was used successfully. A total of two clips were implanted, reducing mr to a grade of 1. There were no adverse patient effects and there was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.